Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming the probe needle/stiffener pulled out of the needle holder. No functional testing could be performed due the probe needle/stiffener detachment condition. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed at one location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure due to probe needle/stiffener detachment condition. The exact root cause of the detachment cannot be determined, however, a manufacturing related root cause cannot be ruled out. A non-conformance investigation has been initiated related to the needle assembly detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic probe cutting failure occurred during calibration of vitrectomy. The surgery was completed after replacing the pak with another one. No information was provided on patient harm.